Manufacturer narrative:
The pads used during the reported event were not returned for evaluation. Retain evaluation was completed for the three lots of the one-step CPR complete electrodes (p/n: 8900-0214-01). The three retain samples from each of the lots were subject to 30 minutes of simulated compressions at a rate of 100 compressions per minute and subsequently tested for defibrillation delivery and recovery. The attached report shows that all electrodes passed this inspection. Based on customer report related to pads not sticking during CPR, the investigation is closed as no fault found, as a complete evaluation of the retained pads observed no issue with its ability to remain adhered during CPR compression. Per the onestep complete electrode guidelines, proper patient preparation includes removing excess chest hair, ensuring the skin is clean and dry, and applying the pads to achieve full adhesion without air gaps to promote optimal coupling. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 72-year-old male patient, the electrodes would not adhere to the patient's skin. Three sets of electrodes were used during the patient event. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.